Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed accuracy test +7.8%. There was no patient involvement.

Manufacturer narrative:
H3 and h6. Codes: updated. Device analysis: one pump was returned for analysis in used condition. Visual inspection found the pump was in good condition. The investigation could not confirm the customers¿ complaint. The pump tested within the accuracy range. Preventative maintenance was performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.